Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was separated from the distal luer. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Additional investigation is being conducted through (B)(4).

Event description:
The customer reported one (1) clearlink system, continu-floset, 2 luer activated valves m, in which there was an issue with a macrodrip IV set that came apart when the customer was running the IV line. The IV line distal to the distal drug port came right out of the connection and did not appear to have been solidly connected. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. Sample availability is unknown. No additional information is available at this time.